Event description:
It was noted that the right ventricular (rv) lead exhibited inadequate capture thresholds and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient's condition was noted to be stable throughout the procedure.